Event description:
It was reported that during a cori assisted tka surgery, at the beginning of burring the distal femur, the real intelligence robotic drill hit very sclerotic bone and they heard a loud jerk, the burr stopped and deactivation error came up. The sound was loud and abrupt. They pressed continue but the error popped back up without moving forward, and again two more times after pressing continue. They tried starting real intelligence cori over, but an "internal error" popped and they could not even calibrate with same drill . They recovered by opening new tray and using a new real intelligence robotic drill, went back to cut plan and began burring with no issues. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed as a consequence the problem reported. After the case, they unlocked the real intelligence robotic drill and scrub tech pulled the bur from the drill, but could not get the ri robotic drill attachment off. They went to admin and robotics drill diagnostics to try and unlock it, but it did not work. Tried with a new bur but could not get it to load or get the collet to unlock.

Manufacturer narrative:
Internal complaint reference: case(B)(4).

Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.